Event description:
On october 31, 2006 the lay patient's niece contacted lifescan (lfs) alleging that the patient's one touch ultra meter was displaying the error 4 messages. The medical affairs specialist (mas) spoke with the patient on november 6, 2006 to obtain additional information included below: the patient tested with another meter in the am on october 29, 2006 and obtained a result of 500 mg/dl. She took 10 units of regular insulin per her sliding scale insulin regiment. She was unable to obtain result on the other meter around noon. She went to a pharmacy to purchase the reported meter and brought it home. She attempted to test with the reported meter and obtained the error 4 message. She felt dizzy and "how she usually feels when her blood glucose level is high." Therefore, she took 10 units of regular insulin. Afterward, she went to her medical clinic to have her blood glucose level checked. Result of 52 mg/dl was obtained on the clinic meter one hour after she had taken 10 units of regular insulin. The patient said she usually feels shaky when she is hypoglycemic; however, she did not feel shaky at the clinic. The patient was given three glasses of orange juice to drink at the clinic before being released to home. The customer care advocate (cca) walked the niece through testing with the reported product. The error 4 message displayed. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a reading on the reported product. She experienced a hypoglycemic reading at a medical treatment and was treated with orange juice. It is not known if the patient was hyperglycemic prior to taking the insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.